Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due infection at implant site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on november 09, 2022.